Event description:
Received information stating customer received a pump message that did not allow bolus delivery of 25 units of insulin.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.